Event description:
It was reported that during a ptca procedure, the physician experienced removal difficulties. The entire system was removed without incident. It was also reported that after removal, the balloon appeared "winged". No patient injuries or complications occurred.

Event description:
It was reported that during a ptca procedure, the physician experienced removal difficulties. The entire system was removed without incident. It was also reported that after removal, the balloon appeared "winged". No pt injuries or complications occurred.